Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up. It was observed that the right atrial lead exhibited high capture thresholds; lead dislodgement was suspected. No intervention was reported. No further information was available.